Event description:
It was reported that the programmer failed the finger touch test for cursor misalignment after the software update. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer failed the finger touch test for cursor misalignment after the software update. It was noted that no finger touch was installed. It was further noted that touchscreen was broken/fractured also the bezel was broken on the edge on several places but the test stylus was working correctly. The luminosity/brightness of the display was very low and it was impossible to see anything on the screen. The back light liquid crystal display (lcd) screen was defective. It was also noted that upper and lower bullets were missed and upper (a) and lower (b) handles were broken. Additionally it was noted that the right screw hole from the parallel connector in the media bay was missing and keyboard and the keyboard cover plate was missed. The cooling fan was noisy, and the paper tray was empty. The stylus was missing. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.